Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block and replaced batteries more often. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-441ag, mmt-1884l. Troubleshooting was not performed . No harm requiring medical intervention was reported. Product return required for mmt-342. It is unknown whether product will be returned. Product return required for mmt-441ag. It is unknown whether product will be returned. Product return required for mmt-1884l. It is unknown whether product will be returned.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. However, the pump had a high sleep current measurement. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Insert battery alarm was found on: 02/09/2025 14:27:04.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. There is no low battery alert or battery related alarms or alerts recorded in the formatted history file. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. In further review of the formatted history file 1 week prior to the event date of 13-feb-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 08-feb-2025 and 16-feb-2025 during bolus deliveries. Sgcalibrationerror (776) was found on: 02/13/2025 10:04:43.000. 02/13/2025 22:26:13.000. Sgcalibrationerror2 (838) was found on: 02/13/2025 22:45:54.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.80 mv). The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing except sleep current measurement. Customer alleged for no delivery alarm/insulin flow blocked alarm and charge/battery lasts less than expected were not confirmed. However, an intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.